Event description:
Medtronic received information that an axium coil was stuck in the echelon10 catheter. The coil couldn't be pushed out of the microc atheter. The devices were prepared according to the instructions for use (IFU). The patient was being treated for an unruptured, saccular aneurysm in the posterior communicating artery. Patient blood flow was normal and vessel tortusoity was moderate. No patient symptoms or complications were reported. Additional information received that there was resistance located in the distal section of the catheter. The coil came out of the introducer sheath smoothly. There was no kink/damage to the coil observed after removal. The catheter used was an echelon 10 microcatheter.

Manufacturer narrative:
H3: product analysis as found condition: the axium prime device was returned for analysis within a shipping box and within a sealed tyvek biohazard pouch. The echelon-10 micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: the axium prime pusher was found broken distal to the break indicator. The proximal segment was not returned for analysis. The release wire and coin were fully retracted out of the pusher and not returned for analysis. The shield coil was found stretched. The implant coil was already detached and not returned for analysis. Testing/analysis: the axium prime coil could not be used for resistance testing due to the damaged condition and the implant was already detached. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed as the damages found is consistent with resistance. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, damaged micro catheter, or tortuous anatomy. The shield coil was found stretched. The customer reported the coil came out of the introducer sheath smoothly during preparation and there were no damages to the coil, therefore, it is likely the damage occurred due to advancing against the reported resistance. Customer reported devices were prepared per IFU, and vessel tortuosity as moderate. Therefore, the root cause could not be determined. As the echelon-10 micro catheter used in the event was not returned for analysis, any contribution of the echelon-10 micro catheter towards the resistance could not be assessed. The axium prime coil is compatible for use with the echelon-10 micro catheter. The pusher was found broken, and the release wire was found retracted out of the pusher; detaching the implant as expected by the detachment subassemblies. Customer did not report detaching the device or any issues with the pusher. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.